Event description:
The following has been reported: nurse reported: luer-lock from primary tubing detached from patients central line while infusing medication. Prior to detaching, luer-lock was connected and visualized by multiple rn's. Unsure of how the line was disconnected, no pulling or switching of lines occurred. No patient harm. A preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.